Event description:
The liquid oxygen system failed, ran completely out of oxygen 90 minutes into a patient fixed wing transport with 90 plus minutes of the transport remaining. The patient was on ECMO, so both the ECMO device and ventilator were using oxygen. The crew had to divert the flight to the closest ECMO capable center and manage the patient on a portable oxygen cylinder on the aircraft until met at the airport. The essex industries, inc 10 liter liquid oxygen convertor system had a pressure release valve/vent failure sometime during the course of the transport and lost all oxygen. Sent back to mfg. For repair.